Event description:
An initial report of hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported she was off remodulin for an unknown duration due to pump failure, and was admitted to the ICU. It is unknown if the patient attempted to troubleshoot, or tried to use their backup pump. The patient was restarted on remodulin, and reported side effects of vomiting, diarrhea, body aches, and flushing. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.